Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that, during a debridement procedure, it was noticed that when attempting to use a versajet exact assy, 45 degree x 14mm, its irrigation line kept detaching. The procedure was cancelled, and it is unknown if surgery will be completed later in time or if patient was involved at the time. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual examination was performed, and found that the saline feed line was detached from the pump cartridge. The end of saline line seem frayed and glue seem to be degraded it appears the failure happened at the connection point of pump cartridge. A documentation review was performed. Manufacturing records and processes. The manufacturing records and processes for the reported batch contain no contributory factors, records confirm that this batch was manufactured, meeting the required specifications. All inspection and testing requirement was met prior to release. Complaint history and escalation actions. Historical review details previous cases of this nature, which are considered isolated in scope and there are no open nor closed escalation actions. Related to this event type. A review of the device "IFU" instruction for use has found that there are adequate instructions on the safe operation and use of the, the IFU contains no insight regarding the cause of the event. A review of the product risk files, find the combination of product, event type and associated harms are anticipated, with no updates required. The probable cause is deemed to be an adhesive failure, that caused the irrigation line to become detached. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.